Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and the reported issue could not be replicated. Tested the unit extensively and tried to make it fail, but could not. The batteries were measured and checked, took 4 3d spins, moved the system up/down the hallway, moved gantry in several positions on battery power, and all worked fine. Suspect that the system wasn't charging or the interface cable wasn't inserted fully for proper charging before use. Inserviced site personnel on making sure cable is fixed inside socket. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system unexpectedly shut down. When the system was restarted, it displayed the message "battery levels critical" but could not be driven. The system was then used for one successful 3d spin. When the user attempted to remove the system, it powered down a second time. The system was again restarted and removed from the operating room. The system was no longer required for the procedure. The case was completed successfully and the patient was not impacted. There was a reported delay to the procedure of less than 1 hour due to this issue.